Manufacturer narrative:
(B)(4). Patient underwent revision of mesh on (B)(6) 2007, (B)(6) 2012 due to erosion, dyspareunia, pelvic pain, sui.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted concurrently with mesh revision and urethrolysis due to sui, overactive bladder and dyspareunia. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent revision of mesh (B)(6) 2012 due to erosion, dyspareunia, pelvic pain, sui. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.